Event description:
It was reported that intermittent occlusion alarms occurred, which cause the customer's bg value to intermittently elevate from 500-600 mg/dl. A correction bolus was delivered to address bg level. Reportedly, the customer changed cartridge and infusion set to address the issue.